Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for an abscess, upon entering the abdomen, the surgeon ¿encountered dense adhesions, and a mesh which was partially mobilized but yet incased with the omentum.¿ the infected mesh was dissected from the abscess cavity and removed. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review of the records is in progress. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent repair of a ventral hernia. As alleged, a bard/davol ventrio was implanted in patient during this repair. (B)(6) 2016: the patient presented to the doctor for an abscess. Upon entering the abdomen, the surgeon ¿encountered dense adhesions, and a mesh which was partially mobilized but yet incased with the omentum.¿ the infected mesh was dissected from the abscess cavity and removed. The patient continues to experience complications related to the ventrio mesh and will likely require additional surgeries to repair the damage from the ventrio mesh. The patient has suffered and will continue to suffer physical pain as well as mental anguish. The ventrio mesh implanted in patient failed to reasonably perform as intended. The ventrio mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventrio mesh was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering and other damages. The patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventrio mesh.